Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) it had previously been reported that the device reached normal battery depletion. Further analysis revealed a no output and no telemetry condition. The device lasted 99.9% of its expected longevity. There is no evidence to indicate a problem with the battery. Without the history of the programmed settings throughout its service life, there is no way to determine why it did not meet its expected longevity calculation. The manufacturing site ID has been corrected on this report.

Event description:
It was reported there had been a sudden increase in battery impedance. The physician recommended a 3 month follow up. At follow up, no telemetry and no output were confirmed. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the device reached normal battery depletion.